Event description:
Additional information was received that there were no particular issues with the catheter tip preditech and the patient is recovering well after the onyx case. The patient didn't experience any symptoms related to the event. The tip detachment occurred during navigation through the guide catheter. It was unknown if there was resistance when the apollo was being advanced or received. The apollo tip was not retrieved from the patient and was embedded in the onyx cast. There are no future plans to retrieve the catheter tip. The anatomical location of the tip was unknown. It was unknown if there was any note of vessel calcification or if there was any kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the apollo catheter tip was found prematurely detached. The patient was undergoing onyx embolization. The accessed vessel is unknown. It was noted the patient's vessel tortuosity was unknown. It was reported that the apollo catheter was pre-detached during the selection. The product was disposed of at the hospital. It was reported there was tip premature detachment that occurred. It is unknown if there was friction or difficulty during injection. It is unknown if there was force applied during removal. The catheter tip was not entrapped/stuck. It is unknown if vasospams occurred. There was no surgical or medicinal intervention required. This occurred during onyx injection. It is unknown if the physician paused during injection or if it was continuous. The injection waiting time is unknown. It is unknown if there was onyx reflux. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an envoy 6f guide catheter and synchro 10 guidewire .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.